Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar was stuck on arm 2. While on the phone the surgeon reported that the instrument in arm2 is broken, the cable snapped, and they are unable to articulating the instrument tip to remove the instrument. The tse advised to retract the instrument to where the tip is close to the cannula, detach the cannula from the robot and remove the instrument with the cannula attached. The customer was able to get the instrument removed with no further issues. The tse reviewed the system logs, no associated issues persisted in the logs. The customer is reconfiguring arm 2 and inserting a new cannula, customer plans to continue with the procedure as planned. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer was able to get the instrument removed with no further issues. The customer is reconfiguring arm 2 and inserting a new cannula. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correction: it was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps was stuck on arm2. While on the phone the surgeon reported that the instrument in arm2 is broken, the cable snapped, and they are unable to articulating the instrument tip to remove the instrument. The technical support engineer (tse) advised to retract the instrument to where the tip is close to the cannula, detach the cannula from the robot and remove the instrument with the cannula attached. The customer was able to get the instrument removed with no further issues. The tse reviewed the system logs, no associated issues persisted in the logs. The customer is reconfiguring arm2 and inserting a new cannula, customer plans to continue with the procedure as planned.